Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 to 241 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 241. The initial report had the incorrect aware date. The correct aware date is 02-nov-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between the transmitter and the pump, lost sensor alarm. The customer reported blood glucose value of 46 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), other. The event involved product(s) mmt-332a, mmt-7040ma, mmt-1884l, mmt-7841zn, mmt-387a. Troubleshooting was not performed. It was unknown whether the auto mode/smartguard feature was active and whether the pump was used within 48 hours of the reported high blood glucose event. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-332a. No product return is required for mmt-7040ma. No product return is required for mmt-1884l. No product return is required for mmt-7841zn. No product return is required for mmt-387a.